Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's diabetes therapy consultant reported via email that the customer was hospitalized five months ago due to a severe low blood glucose value. The patient's blood glucose at the time of incident is unknown; however, the customer suffered a seizure and almost went into a coma. The customer stated that this was not due to a pump malfunction and that he does not require further discussion of this occurrence. No products were returned, replaced, or shipped.